Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced ineffective therapy. X-ray imaging revealed migration of the leads. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the system was replaced to address the issue. Therapy was restored post-operatively.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: 50cm implant lead kit, slim tip, model: mn10450-50a, UDI: (B)(4) batch: ab2219.